Event description:
Caller states customer reportedly received results of 344 mg/dl and 112 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Customer's test strips may have been exposed to high heat or humidity as they were left in the trunk of a car. Requested return of suspect device and replacement was sent.